Event description:
A medtronic representative reported that a site or coordinator identified a stripped open spine clamp screw. The surgeon noticed the screw and completed the procedure using the navigation system and a thoracic open spine clamp. There was no impact on patient outcome.

Manufacturer narrative:
Patient information was unavailable from the site at time of this report. Device lot number, or serial number, not available at this time. Device manufacturing date is dependent on lot number/sn, therefore, unavailable at this time. RMA issued. Replacement open spine clamp shipped to site (B)(4) 2013. Suspect device has not been returned to manufacturer for further evaluation.